Manufacturer narrative:
The reported event of high impedance on contact 6 was confirmed. As received, the continuity testing showed a channel 6 electrical open was found on the returned lead. The cause of the event is consistent with damage during use.

Event description:
It was reported that the patient's ipg was unable to go into MRI due to high impedances on the patient's lead. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.